Event description:
Dealer states the user was propelling himself backwards, and the bolt holding the left front wheel to the rollator sheared off. The owner's manual cautions on page 1 include: rollators are not intended to be propelled while seated. It was learned that the end user was seated backwards and was propelling. No injury. (B)(4).